Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a leak was not confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding an alarm on the home choice (hc) during initial drain. The care giver (cg) stated the hp disconnected during last fill and fluid leaked out. The cg was on the phone with the nurse, who advised the patient to go to the clinic immediately for antibiotic treatment. The cg was going to end therapy and take the hp to the clinic. Product surveillance (ps) contacted the nurse, who revealed the transfer set was not closed, causing the leak. The nurse said the hp was doing fine. The hc was operational and a swap of the device was not necessary. The patient was involved, but there was no serious injury or medical intervention reported.